Event description:
Complainant alleged that during biomed testing, the device displayed a "self check error - 1003" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was received at zoll medical corporation. The customer's report was verified and attributed to foreign substance on the manifold assembly. The manifold assembly was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.